Event description:
It was reported that during acetabular procedure in 2008, customer attempted to insert acetabular liner into acetabular shell and it would not fit. A second liner of the same part and lot combination was tried and also failed to fit. Customer elected to use a ringloc high-wall acetabular liner to complete the procedure with no further issues.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available.